Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image snowflake. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the endoeye flex deflectable videoscope had vertical lines that sometimes appeared on the image. The issue occurred after a therapeutic procedure. The intended procedure was completed with the same device. There were no reports of patient harm.